Event description:
An olympus representative reported to olympus, he had seen a news report on tv of a potential exposure of (B)(6) and (B)(6) to patients at a facility where olympus equipment was potentially used. A second olympus representative reported an updated news report which stated three (3) patients tested positive for infectious diseases at the same facility. There was one (1) who tested positive for hepatitis b and two (2) patients for (B)(6). It was also reported the customer was not changing the chemical nor testing minimum recommended concentration (mrc) or using alcohol with 2 oer-pro machines. The olympus representative for the facility reported they were reprocessing cyf-vh urology scopes in the oer. There are no patient incidents reported. The hospital notice sent to patients was precautionary. To date, no patient harm has been reported to olympus personnel. This medical device report (MDR) is being submitted to capture the potential infections that may have been caused by olympus endoscopes reprocessed with either of the 2 oer-pros used at this facility. The following medwatch reports are related: (B)(6)- 1st oer-pro, patient 1 - (B)(6). (B)(6)- 1st oer-pro, patient 2 - (B)(6). (B)(6)- 1st oer-pro, patient 3 ¿ (B)(6). (B)(6)- 2nd oer-pro, patient 1 - (B)(6). (B)(6)- 2nd oer-pro, patient 2 - (B)(6) (B)(6)- 2nd oer-pro, patient 3 - (B)(6) (B)(6)- patient 1 - cyf-vh. (B)(6)- patient 2 - cyf-vh. (B)(6)- patient 3 - cyf-vh. This medwatch report is for patient identifier (B)(6).